Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not advance into the shaft to reload. Another like device was used to complete the case. There was no patient consequence.